Event description:
Caller reported encountering cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and the caller was successfully able to start their sensor session after the reset, with no further error codes displayed.